Manufacturer narrative:
Reporter phone number: (B)(6).

Event description:
The customer called technical support (ts) and reported that the device's tidal volume is not up. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention was provided to the patient, nor was a delay noted. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse checked the encoder piping and found a pipeline leakage. The pse reconnected the piping to resolve the reported issue. The device passed the required performance verification tests per philips standards. Based on the information provided and/or service performed it has been confirmed the unit did not meet product specifications. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.